Event description:
It was reported "the oscillating pin was unstable. (The) blade (was) cutting skin erratically. Leaves gashes on corner,s middle of graft tearing. Had to suture graft." Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.